Event description:
Motor stalls were reported. Event logs confirmed numerous stalls and recoveries with tube set as well. Physician stated that pt did not have underdose/withdrawal symptoms, but was on oral meds. Electromagnetic interference was denied. It was later reported that the motor had stalled for approx 24 hours and the pump replacement was pending. There was no adverse sequelae. Drugs delivered were morphine and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that as previously reported, the pump stopped working in 2011, but the patient was ¿fed up¿ with the device and the doctor so he did not have the situation corrected. The patient was looking for a doctor he could trust and who would meet the patient¿s ¿needs.¿

Manufacturer narrative:
(B)(4).

Event description:
On 2015-09-04, additional information was received from a consumer. It was reported that their pump was turned off on (B)(6) 2011 but remains implanted. No symptoms were reported during the call. The patient believed the event date for when the pump stopped working was (B)(6) 2011. No further information was provided.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient was receiving baclofen and morphine at unknown concentrations and doses via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the patient had issues finding a healthcare provider (hcp) to fill their pump and it eventually in 2011 it stopped working. No further complications have been reported as a result of this event.